Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), the patient went into pulseless electrical activity in the intensive care unit (ICU) and died.